Manufacturer narrative:
4307, 61 - intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through review of the site¿s system logs. During the event, an occurrence of informational error code 22030. Indicating a shifting failure, was identified on the event date. The shifting failure occurred post staple firing while the system was still in a clamped state, during an attempt to unclamp. As a result of the shifting failure, an engineering advisory code 22027 was displayed, indicating that the emergency stop button was pressed, and the manual release wrench was utilized while the instrument joints were in a locked state. Inspection identified a broken grip cable at the proximal end in the housing. The stapler 45 instrument was further tested by installing it on an in-house system and manually overriding the engagement failures caused by the broken grip cable. The stapler initialized, clamped, fired, and unclamped successfully. Additional observation indicated that some of the instrument housing snaps were broken. This failure is most commonly caused by instrument mishandling and misuse. The stapler 45 instrument was returned with a blue stapler 45 reload stuck in the instrument jaws. An in-house stapler release kit (srk) was used to manually remove the stuck stapler reload. The stapler reload appeared to be fully fired without any issues.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The stapler 45 instrument was further investigated by the failure analysis engineer (fae). During investigation, the instrument was manually shifted in and out of each state (roll, clamp, and fire) using an in house stapler release kit (srk). Investigation confirmed that the clamp and fire drivetrain can still be actuated manually via the clutch gear in the backend of the instrument when shifted into the appropriate state. The main tube was able to rotate in each direction when the instrument was shifted into the roll state. No obvious mechanical damage on the drivetrain or shifting mechanisms were observed. The instrument was re-tested with an in-house system by manually bypassing the engagement to allow functional testing despite a broken grip cable. The instrument was able to perform clamp, fire, and unclamp functions successfully and no shifting failure occurred during testing. The cause of the shifting failure could not be conclusively determined. Additionally, the fae indicated that the broken grip cable in the backend was likely an after-effect of the site using an srk to manually unclamp the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the stapler 45 instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Site history review: a review of the site's complaint history was performed and there were no other complaints identified for this product. No procedure video or image was submitted to isi for review. System log investigation: a review of the instrument log (attached) for the stapler 45 instrument lot# t12180419 / sequence 0010 associated with this event has been performed. Per logs, the instrument was last used on 11-aug-2020 on system sk1084. The alleged event occurred on the 40th use of the instrument. Instrument has 10 remaining usable life with no subsequent use recorded. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable malfunction event due to the following conclusion: the isi endowrist stapler 45, stapler 45 reloads and other stapler accessories (including the bladeless obturators) are intended to be used with a compatible da vinci surgical system for resection, transection and/or creation of anastomoses in general, thoracic, gynecologic and urologic surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). It was alleged that during a da vinci-assisted gastrostomy procedure, the stapler 45 instrument successfully fired; however, failed to unclamp. The user applied a stapler release kit (srk) to safely open the jaws and release the tissue. Use of the instrument was discontinued and a backup instrument was used to complete the surgical task. No fragment fell inside the patient. No known impact or patient consequence was reported. This issue could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the stapler 45 instrument successfully fired; however, failed to unclamp. The user applied a stapler release kit (srk) to safely open the jaws and release the tissue. Use of the instrument was discontinued and a backup instrument was used to complete the surgical task. Following this, the user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the hospital's mechanical engineer (me) regarding the reported event: an inspection of the instruments and accessories was conducted prior to use. The instrument initially worked without issue; however, during the last usage, the instrument failed to unclamp. At the time of the event, a blue stapler 45 reload was installed into the instrument. The reporter was unable to provide information on whether the surgeon encountered any obstructions such as clips, staples, or other hard material between the instrument jaws at the time of the event.